Manufacturer narrative:
(B)(4) other device used: catalog #42509908810, persona a-ref femoral sizer, lot #62391105. This report will be amended when our investigation is complete.

Event description:
It is reported that the personal anterior referencing femoral sizers had "too much play" in the spring mechanisms due to wear and tear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07673. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products found that they exhibit signs of repeated use. Functional evaluation found that there was no difference felt in the "resistance" or "ease" to rotate the feet compared to another properly functioning ap a-ref sizer. The thickness of the sliding bars of the stylus, and the width of the groove of the tower were all found conforming to print specifications. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.